Event description:
It was reported that the balloon was defective and would not inflate. No patient complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Examination revealed that balloon lumen leakage was observed through slit, 0.1 inches in length, at the 12.5 centimeter area (distal of thermal filament). No visible damage was observed to the balloon latex.